Manufacturer narrative:
Analysis was not required as reservoir were returned due to wrong size.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 359 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer states that her doctor has been giving her a medication called metformin 500 mg and she is taking two tablets at night before dinner. The medication was meant to help keep her blood glucose down. The customer was assisted with trouble shooting and was informed that they will be sent new reservoirs because the reservoirs that the customer was using were too small. Details of the hospitalization were not provided. No further information was provided.